Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 1.2 had issue. A field service engineer (fse) powered down the device and verified that all cable connections were secure. Despite reseating connections, several pockets were not detected or could not be recovered. The fse inspected the retractor band and found it to be in good condition, and the module controller was also functioning properly. The fse removed debris and foil under the pockets, manually removed stuck cubies, and recovered fallen medications. The main controller board was replaced, and cable routing was adjusted. After reassembly, drawer 1-2 was tested using the hardware test application (hta). All pockets were detected and functioned properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1-2 would not recover or read cubies that were on the drawer properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.